Event description:
It was reported that physician encountered right ventricular leadless pacemaker (lp) separation failure caused by a docking issue with the catheter during initial implant. The leadless pacemaker and catheter were both exchanged but the second delivery catheter could not change to tether mode and led to an unexpected release of the second lp. Successful implant of the second lp eventually occurred and patient had no consequences from the event.